Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 6mm x 8cm balloon. The balloon appeared to have been previously inflated. No anomalies were observed to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was then tested using an in-house 0.035¿ guidewire, and it passed with no issues. With the guidewire in place, an attempt was made to insert the balloon through an in-house 6fr introducer sheath. The balloon was able to be completely inserted through the sheath with no issues. The inflation hub was then connected to an inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting through the fibers, 5.6cm from the distal tip. The balloon deflated without issue and was retracted from the introducer sheath without issue. The balloon fibers were then stripped and a pinhole rupture was observed on the barrel of the balloon, 5.9cm from the distal tip. Advancement testing could not be performed as the reported conditions of use could not be recreated (i.e. Patient vessel). Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is confirmed for a pinhole rupture on the barrel of the balloon. The investigation is inconclusive for difficult to advance as functional testing for advancement issues could not be performed as the event could not be fully recreated (i.e. Patient vessel). The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings:when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions:if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the conquest pta dilatation catheter:while maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, a pta balloon was allegedly difficult to advance to the lesion site. The health care provider (hcp) reported that the alleged pta balloon ruptured at approximately 22 atms during the initial inflation in the sfa. The hcp further reported that the balloon catheter was removed in its entirety, without difficulty, through the sheath. Another device was reportedly used to complete the procedure. There was no reported consequence or impact to the patient.